Event description:
It was reported that during a gastrectomy the device did not fire and it got stuck.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2023. D4: batch #533a79 . Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the tcr55 reload was received with the left gripping surface broken off making the reload nonfunctional and it was not returned analysis. Also, the swing tab was broken and the reload had the proximal 9 drivers up and the remaining drivers down with staples present. No functional testing was performed due to the condition of the reload. The reported event was confirmed and related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the damage on the swing tab was due to the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 533a79, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?